Event description:
Event description guidant received information that during the device replacement procedure, this right ventricular lead was surgically abandoned and replaced due to conductor fracture. No adverse patient effects were reported.